Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power, self, restart, displacement, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime and compromised force system sensor due to faulty force system sensor. Unable to complete functional test including occlusion test due to prime anomaly.unit received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.

Event description:
The customer reported via phone call of needing to troubleshoot the pump for fluctuating blood glucose of 237 to 350mg/dl. Troubleshooting was performed and found that the pump time was incorrect and the top of the battery compartment has broken off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.